Event description:
A #16 french foley catheter was inserted. Unable to inflate the foley catheter with the prefilled 10cc syringe of sterile water. Only 1 cc was used. After 30 minutes, the patient became very uncomfortable. Attempts to withdraw the fluid was unsuccessful. The catheter was cut, but unsuccessful at removing. Required guide wire to deflate the balloon.

Event description:
A #16 french foley catheter was inserted. Unable to inflate the foley catheter with the prefilled 10cc syringe of sterile water. Only 1 cc was used. After 30 minutes, the patient became very uncomfortable. Attempts to withdraw the fluid was unsuccessful. The catheter was cut, but unsuccessful at removing. Required guide wire to deflate the balloon.